Event description:
It was reported that the patient complained of experiencing dizziness. It was found that the patient's pacemaker exhibited noise over-sensing resulting in pacing inhibition. Programming changes were made. The patient was stable.